Event description:
Caller reported that temperature alarms 10 and 11 were triggered. Caller confirmed that their blood glucose level did not exceed 500 mg/dl, and there was no adverse impact on their blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.